Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was torn and remain stuck on the shaft. The following information was provided by the initial reporter, translated from french to english: problem with the blue catheter which tears and therefore impossible to place the kt which remains stuck on the shaft.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2023. H6: investigation summary: bd received an unsealed 22 gauge insyte autoguard blood control pro unit from lot 2179504 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed media present inside of the device and the needle already retracted. Next, the engineer tested the device for any possible tears in the catheter or leaks and no leakage was found. The device was flushed multiple times in an attempt to test the device and no defects were found. Then, the engineer inspected the unit under a microscope to identify any defects that could not be identified with the naked eye but no further defects were found. Finally, the engineer completely reset the device to its originally manufactured position. The catheter was advanced along the needle but no resistance was felt. The safety mechanism was activated and the needle retracted successfully with no resistance or delay observed. There appeared to be no damage or defects with the catheter or the device. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was torn and remain stuck on the shaft. The following information was provided by the initial reporter, translated from french to english: problem with the blue catheter which tears and therefore impossible to place the kt which remains stuck on the shaft.